Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead could not sense p-waves while connected to the pacing system analyzer. Repositioning, adjusting the sensitivity, and changing cables did not resolve the sensing issue, but the lead was able to induce capture successfully. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.